Event description:
A registered nurse (rn) reported that a dialyzer blood leak occurred 2 hours and 45 minutes into a 4 hour hemodialysis (hd) treatment. The rn noticed two drops of bright blood about one centimeter in diameter on the floor. The leak was from the hard plastic rim of the header of the dialyzer. The leak was visible and external. There was no alarm from the competitor¿s machine that was being used. The arterial and venous tubing connections were screwed tightly to dialyzer. Blood test strips were used and were negative for blood. The patient¿s estimated blood loss (ebl) was 300 ml. There was no patient injury, adverse events, or medical intervention required as a result of this event. The patient's hemoglobin was checked post treatment. The treatment was completed with a different machine and new supplies. The complaint device is not available to be returned to the manufacturer for evaluation.

Manufacturer narrative:
The plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity.

Manufacturer narrative:
Plant investigation: the reported complaint was not confirmed as the complaint device was not returned for manufacturer evaluation. A sample has not been provided for evaluation. A review of the production record was performed. There was no indication of product non-acceptance or deviation in the manufacturing process related to the complaint event. This includes non-conformances, rework, labeling, process controls, and any other occurrence in production that was potentially related to the complaint. The reported lot number passed pyrogen testing, was within sterilization dosage parameters and passed all release criteria. There is no recall associated with this complaint. Continuous improvement is of the utmost importance to fresenius medical care as we strive to provide dialysis products of the highest quality to our patients. Reports of leaking product are investigated both individually as complaints, as well as via the nc/CAPA program in order to assess and improve our products and processes. Capas for vision systems and blood leak reduction are recent examples of leak related investigations directed at an overall reduction in dialyzer leaks.

Event description:
A registered nurse (rn) reported that a dialyzer blood leak occurred 2 hours and 45 minutes into a 4 hour hemodialysis (hd) treatment. The rn noticed two drops of bright blood about one centimeter in diameter on the floor. The leak was from the hard plastic rim of the header of the dialyzer. The leak was visible and external. There was no alarm from the competitor¿s machine that was being used. The arterial and venous tubing connections were screwed tightly to dialyzer. Blood test strips were used and were negative for blood. The patient¿s estimated blood loss (ebl) was 300 ml. There was no patient injury, adverse events, or medical intervention required as a result of this event. The patient's hemoglobin was checked post treatment. The treatment was completed with a different machine and new supplies. The complaint device is not available to be returned to the manufacturer for evaluation.